Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-jan-2026, a facility representative reported via (B)(4) that an ar-5400-13 vip glenoid targeter leg was no longer locking correctly into the glenoid targeter shaft due to becoming warped from wear and tear during a case. No patient was affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-5400-13 serial/batch number (B)(6) was received for investigation. Functional testing was performed and revealed that the device could be inserted in the glenoid targeter shaft, but it was slightly difficult. Visual inspection noted that the laser markings are beginning to fade away, and the device is experiencing normal signs of wear and tear. Also, corrosion/degradation was noticed along the device. The most likely cause is attributed to wear and tear due to repeated use of the device.